Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: july 12, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received inside of a plastic syringe. No handpiece was received as part of this return. A customer provided sterilization pouch was received as well. Visual inspection under magnification revealed that the complaint lens was received cut, but not into pieces. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: exact date does not apply, between implantation on the (B)(6)2023 and the report submission to jnj on the (B)(6) 2023. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had an unexpected refraction following the implantation. The target was emmetropia but refraction was -0.5 and patient complains unexplained halos and glare. An explant was planned. Additional information was received and it was learned that the explant was completed and no further information was provided.